Manufacturer narrative:
(B)(4).

Event description:
It was reported that the anchor broke during tensioning of the suture. A backup device was available to complete the procedure. A short delay of less than 30 minutes was reported. No patient impact was reported in association with this event.

Manufacturer narrative:
One 4.5 mm pk sa healicoil anchor was returned for evaluation. Visual assessment of the device confirmed its breakage. The proximal threads of the anchor have broken off and were not returned for examination. The anchor is also bent. Dimensional assessment is prohibitive due to the anchors condition. The inserter shows no damage. Two lengths of suture from the device were also returned for examination. The co-braid suture shows no signs of damage; the blue suture has been knotted and has been cut below the knot. The suture knot is equal in length to the distal end of the anchor. It appears that the suture engaged the anchor during knotting as a result of not recessing the anchor below the bone surface. Per the device IFU "insert, the device to the top of the horizontal line to place the anchor approximately 1 mm below the bone surface¿. No root cause related to the manufacture of the device can be established. Further investigation is not warranted at this time. (B)(4).